Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power and failed battery test. Customer stated the device shut off multiple times and came back on. The blood glucose value level was 107 mg/dl at the time of the incident. Customer stated they did not receive a low battery alert prior to off no power alarm. Troubleshooting was completed. Customer was advised to monitor. The customer will return the product.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, weak battery, bad battery, battery out limit and failed battery test alarms noted during testing. Unit had minor scratched lcd window..